Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmissions revealed that the right ventricular lead exhibited high impedance and high thresholds. No intervention or patient symptoms were reported.

Event description:
New information indicated that the lead exhibited sensing anomaly. The lead was explanted and replaced on 4/28/2015. Visual inspection of the lead post explant revealed an insulation anomaly. The patient was stable after the procedure and would continue to be monitored.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.